Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2010, the rptr contacted animas on behalf of her daughter (the pt) alleging that the pt's blood glucose (bg) levels had been elevated for the past two days. The rptr claimed that the pt gotten "high" results. According to the owner's manual, a result of "high glucose" indicates a possible blood glucose level exceeding 600 mg/dl. The rptr denied that the pt had an illness or infection. She also denied any issues with the site, set, or location of skin site. A review of the pump's history revealed no missed boluses or associated alarms. The basal and bolus amounts under the tdd history were reportedly correct for the previous two days. The rptr indicated that she had hcp protocol to correct by syringe. The rptr claimed that the pt's blood glucose would return to target when insulin is given via syringe. Based on the info provided, this complaint is being reported due to the following conclusion: the rptr claimed that the pt had a blood glucose level that can be associated with a severe injury. The pt's blood glucose levels possibly exceeding 500 mg/dl.